Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's spouse reported that the patient experienced wearable failure during warmup the day the sensor had been inserted in the arm. On (B)(6) 2025, the patient called back to check on the replacement and clarify the event that happened on 01/24/2025. The patient reportedly had a seizure in bed between 0730-0800. The patient did not receive any alert from g7 receiver (for hypoglycemia) due to sensor failure. The spouse called 911 and blood sugar reading was 17 mg/dl. The patient was treated with IV fluids and taken to the emergency department (ed). She was admitted 1.5 days. The failed sensor was removed and not replaced since they did not have supplies. At discharge, the blood glucose (bg) was 120 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.